Event description:
It was reported that during a c6-7 anterior cervical discectomy and fusion procedure, the surgeon was inserting the screw (04.613.518) and the tip of the extraction screwdriver (352.311) broke off into the head of the screw. The broken fragment is lodged in the head of the screw. The surgeon backed out the screw with another screwdriver and completed the procedure with no further problems. No adverse effect to the patient was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history record review could not be completed. The product development evaluation; visual inspection reported the inner shaft of the 352.311 was received with a fractured thread along with the screw and the broken tip. The entire instrument assembly was not returned. There is no lot number on this part as it is a sub-component of the 352.311 assembly. The design evaluation stated that the inner shaft of the driver was returned with approximately 3mm length of broken thread. The thread failure appears to have occurred from applying a bending moment, force applied perpendicular to the axis of the instrument, when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. However, per the complaint description, the instrument was used to insert the screw and therefore was mis-used. As this instrument was mis-used and the amount of force applied to this inner shaft is not known, this complaint is deemed invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
(B)(4)